Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 99% stenosed lesion being treated was located in the mid left anterior descending (lad). When the physician attempted to retract the 2.50x24mm taxus liberte stent into the guide catheter, the stent dislodged from the stent delivery system. After retrieving the stent successfully, the procedure was completed with another taxus liberte stent. No pt complications were reported. Pt status reported as "good".